Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 408 mg/dl and 319 mg/dl. Customer also reported that insulin pump had an error in the motor was detected by reading unexpected value from hall sensor pump error. Customer states that they were able to clear the alarm but unable to rewind the pump. The customer was treated with manual injection and insulin pump. The customer declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with critical pump error and broken force sensor due to moisture damage to force sensor. Insulin pump received with corroded electronic stack and corroded motor home switch unable to perform self test, sleep current measurement, active current measurement, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error.